Manufacturer narrative:
B3: day of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product had a "loss of cuff pressure, crack at base of suction line, detachment of suction connector (blue)." There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the investigation of the complaint was limited because no sample was returned. During the manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. Because the cuff leak was discovered during use (not before tracheostomy procedure as required by the instructions for use) it is the most probable that reported failure occurred during use due to contact with sharp edge which is in conflict with instruction for use. Unfortunately, without the sample we are unable to determine the true root cause of this issue and no signal of confirmed complaints in relation to this issue was identified. A device history record (DHR) could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.